Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient was asked the actions and interventions taken to resolve the device not working and the shocking sensation. Patient responded stating that nothing. Patient said she wants the device taken out because it hasn't helped at all. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient¿s reason for calling was to receive help adjusting stimulation and to address their severe return of symptoms. The event was considered a sudden change in therapy/symptoms. For the last two and a half months, patient said they can¿t hold their bladder and it has ¿started where I was voiding every 8 minutes. Urgency is terribly. I am peeing down my leg;¿ they feel they are going back to where they were before implant. Prior to calling, they noted having their therapy adjusted previously and wonders if it was too low. The call center understood that they were on program 4 at a higher setting, but was moved to program 2 and thinks their current setting is too low. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on; they were at 0.08v on program 2. They have the ability to change programs and/or adjust stimulation so stimulation was increased to 2.6v where they felt stimulation in the correct area. The patient was instructed to review any directions previously given to them by their healthcare provider (hcp). Therapy expectations (50% reduction in symptoms) was also reviewed. As a result of what was reported, patient will monitor their symptoms now that a change was made and follow up with the call center if further troubleshooting is needed. Later on that day, patient called back asking for assistance in increasing amplitude further because they still had concerns with urgency. When asked, they were at a 2 on a 1-10 scale in terms of efficacy to treat urgency; they were going every 7-8 minutes. The call center reviewed how to increase and the patient confirmed feeling stimulation on their left side. The call center reviewed to continue monitoring symptoms and follow up with the hcp for further assistance if needed. Additional information was received from a consumer indicating that after (B)(6), (B)(6), and (B)(6) were great. They called their rep for 2.5 months and had no idea they were gone so they called their healthcare provider and were given a new representative. The patient noted they had never seen their implanting healthcare provider since surgery. The patient stated they had reached out from (B)(6) 2019 to now, (B)(6) 2019, and since (B)(6) they have had to pee every 7-12 minutes, urgency control, and they had urine running down their leg. The patient reported on their right side burned where the implant was and on the left side, they had 3 wires put on their bladder. The patient stated they had lost faith in their implant and that the wires seemed to be affected because they have shocking, like little jolts and small lightning bolts. The patient reported they wanted an explanation, or they wanted it out because it wasn¿t working. On (B)(6) 2020 the patient reported because it was not working, either the box or the implant stopped working, they pee constantly with severe urgency and pee runs down their leg. The patient noted from (B)(6) to (B)(6) 2019 it was fine, and they just wanted it out. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that, as of (B)(6) 2020 nothing was resolved. The patient needed to see their urologist to schedule the removal of their device. The device was still implanted and still not working.